Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since reported failure was not confirmed, a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It has reported that the subject device had a noisy screen. The issue had occurred during service/maintenance. There was no report of patient involvement.